Event description:
It was reported that shaft break occurred. A 2.50mm x 12mm emerge balloon catheter was selected for use. However, the shaft broke. The procedure was completed with a different device. No patient complications were reported